Manufacturer narrative:
An investigation into this issue is currently being conducted. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received three shocks. Initial interrogation of the s-ICD confirmed therapy was delivered. In addition, there were numerous untreated episodes recorded in the memory. A memory download was sent to boston scientific technical services (ts) for review. This patient does have a non-boston scientific pacemaker system implanted with an epicardial lead, but it is programmed to a bipolar configuration. A review of the episodes revealed noise was present on the electrocardiograms which appeared to be potentially due to electromagnetic interference (emi). The noise was being oversensed and resulted in the delivery of the three inappropriate shocks and recording of other non-treated episodes. The shock impedance measurements were in normal range. In addition, the noise was stable at 10 hertz. It was discussed that the noise could be a result of a device/electrode connection issue or potentially a minute ventilation signal being emitted from the implanted pacemaker. Additional testing was performed on the s-ICD system and the noise was unable to be recreated. An x-ray was also taken and the device/electrode connection appeared to be appropriate. The physician also reported that the implanted pacemaker does not emit any high frequency energy which could have resulted in the noise. Further discussions with the ts consultant were performed and a potential connection issue still could not be ruled out with this s-ICD system. A request for another x-ray of the connection was made as well as additional testing to help determine the source of the noise. The s-ICD has been programmed with therapy off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician electrode to not perform a revision but instead the s-ICD was reprogrammed to the secondary vector. Further testing was performed but the noise was not able to be recreated. Therapy was turned back on with this s-ICD and it remains implanted and in service.